Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. It was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm was in the history. The motor was tested outside of the device and passed. The motor may have had intermittent failure not detected during testing. No motion sensor test failure alarm. The pump was monitored in the 50c oven for days and no software error alarm was noted. The drive support disk had no anomaly. It had scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, and motion sensor test failure alarm. The blood glucose at the time of the incident was 100 mg/dl. The customer stated that the pump alarmed motor error multiple times but he was able to fix it. The motor error alarm was received while changing and he was able to clear it. The pump restarted and started counting up. He setup the time/date but it alarmed again. The customer stated that the drive support disk was flush. The pump also had a software error alarm in the alarm history. Troubleshooting did not resolve the issue. The device was returned for analysis.